Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The bed was returned to the taylor woods building, no evaluation information is available. The item has been scrapped.

Event description:
The bed end is broken at a weld.